Event description:
It was reported that during a lsh procedure, the device tissue pad became partly detached while in use during amputation of the cervix. The tissue pad did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 1/23/09. Information anticipated, but unavailable at this time.